Manufacturer narrative:
User facility report: (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with melena and anemia on (B)(6) 2019. The patient's hemoglobin was 6.9 and international normalized ratio (inr) was 1.4 on admission in the setting of coumadin therapy and aspirin 243 mg daily. Two units of blood were transfused. Endoscopic evaluation included: esophagogastroduodenoscopy (egd), colonoscopy, balloon enteroscopy. Endoscopic evaluation did not reveal blood or bleeding source. Heparin to coumadin bridge was not completed prior to discharge as the patient left the hospital against medical advice. Aspirin was decreased to 81 mg daily.

Event description:
It was later reported that the patient was admitted on (B)(6) 2019. A routine lab draw noted a drop in hemoglobin. Diagnostic tests included a cathode ray scope, an egd (esophagogastroduodenoscopy), and a balloon egd. Poor preparation was completed for all of the diagnostic tests. The balloon egd was aborted. The patient had 2 to 3 week history of black stools at the time of admission and had elevated blood glucose levels. The patient had 2 units of packed red blood cells (prbc) transfused. The patient was also treated with intravenous (IV) proton-pump inhibitors (ppi). The patient underwent a consult with a gastrointestinal specialist after the testing was completed.

Manufacturer narrative:
Section b5: additional information. Section b3: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b3: corrected data. Manufacturer's investigation conclusion: a direct correlation between the reported anemia, bleeding, and heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing this event.